Event description:
The customer stated that received back to back results of 147 and 15 mg/dl and 142 and 14 mg/dl. The difference between both sets of readings falls in the "d" zone of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation and replacement strips will be sent.